Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via e-mail that the customer experienced low blood glucose. The customer's blood glucose was unknown at the time of incident. The representative stated that the customer was wearing the insulin pump prior to hospitalization. The representative stated that the customer declined helpline assistance. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been provided by the customer and the medtronic clinical manager that was not included on the initial complaint. Sections have been updated with the correct information that was provided by the customer. Device evaluation: the insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. The insulin pump had cracked reservoir tube lip.

Event description:
The customer and the medtronic clinical manager called to provide updated information regarding the customer's hospitalization: nature of treatment. Findings: ems to hospital. Time and date of hospitalization: (B)(6) 2016. Blood glucose value when admitted to hospital: 35 mg/dl. Description of complaint: the customer was unresponsive. Document the outcome of the hospitalization: IV fluids and a d50 shot. Was customer wearing the pump at time of hospitalization: yes. The customer and clinical manager declined to trouble shoot at the time just wanted to replace the insulin pump.